Event description:
Customer states, "there have been at least three tubing packages where the port that connects to the broviac would leak when connected."

Manufacturer narrative:
Product was not returned for investigation and lot numbers were not provided.